Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v813526, implanted:(B)(6) 2011, product type: lead, product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The manufacturing representative reported that the patient had a loss of therapy. They had not had therapy since replacement on (B)(6) 2015. Impedance measurements were taken and contact 3 was greater than 4000 ohms. The patient did not feel stimulation on any program. The doctor was going to do an x ray and schedule a revision. No or outcomes were reported regarding this event. Further follow-up is being conducted to obtainthis information. If additional information is received, a follow-up report will be sent. Additional information received from the manufacturing representative reported that she was not aware of the impedance issue until (B)(6) 2015. She had no further information regarding the x ray or any revisions.